Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated and decreased by 4.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.